Event description:
A pelvic laparoscopy was in progress when the monopolar connecting cable flamed or flared. The cable was being used with a scissor or forceps electrode. No injuries or burns occurred. Another cable was substituted for the damaged one and the case was completed. The cable was sent to the MFR for evaluation.